Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen went black while the user was retrieving items, and upon reboot, the tower doors failed and were not detected on the bus. The field service engineer (fse) confirmed multiple tower doors were down and performed troubleshooting, including greasing latches, rebooting the system, and replacing latches, boards, and the pyxis bus cable. Initial repairs were delayed due to parts availability and staffing constraints. Further diagnostics identified defective solenoids and faulty latches, which were replaced along with both door controllers. Final diagnostics confirmed all tower doors were functioning correctly, and the system was successfully configured and restored to normal operation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user reported that when the nurse tried to pull items from the device the screen went black, when it came back up the tower doors were failed and was not detected on bus and it required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.